Event description:
Pt has only been able to get 56 of the 200 inhalations of the proair hfa inhaler. Discussed with pt need to clean inhaler daily. Pt cleaned inhaler and tried it still not working. Dose, frequency & route use: 1 puff every 3 to 4 hours as needed. Therapy dates: claims back to (B) (6) 2009. Diagnosis for use: asthma.